Event description:
Medtronic received information that the patient with this bioprosthetic aortic valve was emergently admitted to the hospital due to low output syndrome. A CT scan was conducted and showed a large hematoma compressing the pulmonary vein, and a perforation was found on the left wall of this valve. The perforation was located just above the dacron cloth, and measured 8mm in diameter. This valve had been implanted as a full root. The surgeon repaired the valve with triple stitches, and stopped the bleeding using tachocomb. The patient is reportedly recovering well.

Manufacturer narrative:
Evaluation method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: exact cause of the event cannot be determined as the product remains in service. Analysis: the product was repaired and remains in service. Without product return, analysis is limited to review of the device history record, which shows that the product met manufacturing specifications when released for distribution. The exact cause for the tear in the aortic wall at the left cusp can not be determined. Conclusion: exact cause of the event cannot be determined. Device repaired and remains in service. The patient is recovering well with no signs of regurgitation. Medtronic continues to monitor field performance to detect similar events.